Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that though ipg is functioning. The patient's device is planned to be replaced due to ineffective therapy with tonic stimulation. Reprogramming did not resolve the issue. Patient did not like the sensation of the stimulation. As a result patient is awaiting surgical intervention at a later time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated,patient had an ipg replacement on (B)(6) 2020. Postoperatively, the patient is reportedly receiving effective therapy.